Event description:
It was reported, the flapper valve disconnected shortly after use the on patient; there was no reported injury.

Manufacturer narrative:
The actual sample, from the reported event was returned and evaluated; the complaint was confirmed. The failure mode is under review. The device history record for lot 30330340 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury. FDA initial report sumbitted on 30apr2025 core ID: (B)(4). (B)(4) -successfully received.